Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient is not getting any pain relief starting a week prior to the report. There were no contributing factors noted. The implantable neurostimulator was at 60% charge, and he was on group a. They were turning group a up, but the patient was not getting any additional relief. The patient uses group a, and it is high-frequency. There were no further complications reported.